Manufacturer narrative:
(B) (4).

Event description:
The patient was getting no therapy from the lead. Pair 10, 11 had impedance greater than 10,000 ohms. Pair 8, 9 was 3422 ohms. The patient was in the operating room to have the ins replaced. The lead/extension connection was to be checked. Further information is being requested at this time.